Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history review (DHR) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was confirmed. Installed temp check and device powered on. Tested low fluid switch by pressing actuator down using plastic tube. Low fluid alarm was activated. Pressed general alarm test switch and both visual and audible alarms were present. The interlock alarm test was performed and activated. Continuous disconnect alarm was activated indicating possible malfunction. Removed front cover and investigation revealed damaged to micro switch. The micro switch actuator was found damaged and unable to engage with the disposable part. The root cause of the reported issue was unable to be determined. No further actions were required.

Event description:
It was reported that a disposable alarm was observed. No patient injury was reported.